Manufacturer narrative:
The reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false air in line error was not reproduced during evaluation. False air error were verified through a review of the event history log and found that ultrasonic sensor was out of specification. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line error. There was no patient involvement. No additional information is available.